Manufacturer narrative:
This record was identified during a retrospective review of MDR's, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury of the MDR form. This supplement is being filed to modify information per FDA request.

Event description:
The customer reported that they received several return pressure alarms during a red blood cell exchange (rbcx) procedure, and the procedure was stopped before reaching the end target. They had an additional 1-1/2 units of blood to exchange. The post hematocrit (hct) was taken on the patient immediately after the procedure was ended, and the hct was (B)(6)% higher than targeted. Per physician's order, a medical phlebotomy was given to the patient to decrease her hct. No further follow-up was required and the patient is reported in stable condition. The customer declined to provide patient identifier. This report is being filed due to medical intervention in the form of medical phlebotomy.

Manufacturer narrative:
Investigation: the machine was checked out at the customer site by terumo bct tech services. Functional checkout showed no issues with the device. The run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the spectra optia system operated as intended. Based on the information provided by the customer, it was reported that the average hct of the replacement fluid used for this procedure was (B)(4)% ((B)(4) units with a hct of (B)(4)% and (B)(4) units with a hct of (B)(4)% makes the average hct (B)(4)%). However, at the beginning of the procedure the hct of the replacement fluid was entered by the operator as (B)(4)%. The accuracy of the replacement fluid hct greatly impacts the system¿s ability to reach the target patient hct, therefore, if the replacement fluid hct was entered falsely low then this could explain the discrepancy between the targeted patient hct and the patient¿s actual hct. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the service history for the past year was evaluated and there was no previous service that could reasonably contribute to the reported condition. Root cause: user interface - data entry error. Correction: a quarterly report for user interface errors is distributed to sales and implementation for potential targeted training.